Manufacturer narrative:
A complete lead was returned in one piece with helix fully extended. Visual analysis of lead found blood in the helix as well as x-ray analysis that found the inner coil of the connector region to be severely over-torqued consistent with implant/explant damage. After cleaning the blood off from the helix and applying torque directly to the inner coil, the helix could be retracted and extended meeting device specifications.

Event description:
During procedure the lead was implanted following multiple attempted positions, and then dislodged prior to the completion of the procedure. A new lead was implanted. The patient was in stable condition.